Manufacturer narrative:
Age at time of event: over 18 years. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. The target lesion was located in the iliac. An angiojet solent omni catheter and an angiojet ultra system console were selected for a thrombectomy procedure. The first catheter was entered into the console and primed. After using the catheter in thrombectomy for 22 seconds, an error message stating "inadequate supply of saline, check saline catheter" came up on the console. It was noted the saline source was fine. Troubleshooting was performed and nothing was fixing the issue. Another angiojet solent omni catheter was selected and the console was reset. When they tried to prime the second catheter, it was giving the same error. There were no patient complications and the procedure was completed with a different manufacturer's thrombectomy device. The patient was not affected.

Manufacturer narrative:
Device evaluated by MFR.: the angiojet drawer was returned in fair condition with no physical damages observed. The angiojet ultra system console was not returned for evaluation. The unit passed the angiojet ultra drawer functional test and no error message was observed during the test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. The target lesion was located in the iliac. An angiojet solent omni catheter and an angiojet ultra system console were selected for a thrombectomy procedure. The first catheter was entered into the console and primed. After using the catheter in thrombectomy for 22 seconds, an error message stating " inadequate supply of saline, check saline catheter" came up on the console. It was noted the saline source was fine. Troubleshooting was performed and nothing was fixing the issue. Another angiojet solent omni catheter was selected and the console was reset. When they tried to prime the second catheter, it was giving the same error. There were no patient complications and the procedure was completed with a different manufacturer's thrombectomy device. The patient was not affected.